Event description:
Technician alleged the bed had a high ground resistance. No pt impact.

Manufacturer narrative:
The technician found a loose ground screw on the power cord plug. The technician tightened the ground screw on the power cord plug to resolve the issue.